Manufacturer narrative:
Section a4 and a5: unknown/ not provided section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon noticed there was a tear on the posterior capsule and had to perform a vitrectomy and place a 3 piece intraocular lens (iol) placed in the sulcus. Surgeon stated it was not due to the laser performance. No patient injury and no additional surgery needed. No additional information was provided.

Manufacturer narrative:
Section a5 ethnicity: not hispanic/latino. Section a6 race: white. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.